Event description:
It was reported that on (B)(6) 2006, patient presented with a pre op diagnoses of symptomatic lumbar spinal stenosis and severe right lumbar radiculopathy with numbness and weakness. Patient underwent the following procedures: microscopic decompressive laminectomy l3-l5, partial of l2 and s1 with lateral recess decompression and foraminotomy of the l2, l3, l4, l5, and s1 nerve roots bilaterally; posterior lumbar interbody fusion using capstone cages and rhbmp-2/acs and autologous bone graft l5-s1; pedicle screws and rods l5-s1; posterolateral fusion l3-s1; bone marrow, bone graft harvesting from the left posterior iliac crest; bone graft harvesting from the lamina of l3-5; bone marrow aspiration for the mastergraft matrix; intra op plasmapheresis; intra op fluoroscopy less than one hour; right l3-4 microdiscectomy. Post op diagnoses were the same but included a large inferior extruded herniated disc at l3-4 on the right and synovial cyst with multilevel severe stenosis. No further information was provided. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.